Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the difficulty removing the device from the anatomy include, but not limited to, device stuck on tissue or incorrect tissue track preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a femoral arteriogram with percutaneous transluminal angioplasty and atherectomy interventional procedure using a 6f sheath. Reportedly, the device wouldn't release from the skin and underlying tissue. The safety release was pressed and the device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.